Event description:
The technician alleged the head up function of the bed was not functioning. No patient impact.

Manufacturer narrative:
The technician replaced the solenoid valve to resolve the issue.